Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was 528 mg/dl. Customer wanted the device replaced. No troubleshooting was done. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.